Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties were encountered. The lesion being treated was a non calcified, non tortuous, 80% stenosed, de novo circumflex (cx) lesion. The physician predilated the lesion with a 20 mm balloon. Using a forte ms guide wire and a jl4 guide catheter, the physician was able to inflate the balloon on the first attempt. The balloon was noticed to be inflated under fluoroscopy at 12 atms successfully deploying the stent. The physician described the balloon as "very difficult to remove" and used extra force to remove the balloon from the stent. The balloon was removed from the pt intact and there were no pt injuries or complications. The procedure was successfully completed.